Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the reported error by viewing the error log. The fse checked the sample tip detaching position and re-aligned the sample tip to the metal discard plate in order to remove the sample tip. The fse verified the resolution by performing a sample tip pickup test on removing all corner sample tips from all trays and successfully performed quality control run without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint and service history review through the aware date of event for similar complaints was performed for serial number: (B)(6). There were three similar cases found during the search period, including this case. The aia-2000 operator's manual under appendix 4: error messages state the following: [2061] tip detachment failure by main arm. Cause: a tip was detected by tip detachment check. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to misalignment of the sample tip.

Event description:
A customer reported 2061 (2000 only) tip detachment failure by main arm on the aia-2000 analyzer. The customer reset the power and completed a version up (software upload), but the error persists. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.